Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The customer stated that the analyzer gave several reagent probe errors. The field service engineer (fse) found that both reagent probes were dripping and the gear pump head was not reaching pressure. The fse replaced the pump, reagent syringe valve, degasser, gear pump head and choke, and the ac unit assay. The fse primed the system and performed instrument checks successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys vitamin b12 immunoassay, elecsys cortisol ii, elecsys ferritin, elecsys folate iii assay, elecsys fsh assay, elecsys estradiol iii assay, elecsys prolactin assay, elecsys tsh assay, and elecsys vitamin d assay results for 27 patient samples on a cobas e 801 module. Refer to the attachment to the medwatch for all patient data. The units of measurement were not provided.